Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had underfill. This was discovered during use. The following information was provided by the initial reporter: flows well and fast. A little smaller volume aspirated to the gel tube. Materials used in the test: bd auto adapter. 25 x 8 bd needle. Reference tube filled with 3.5ml (sst) with colored liquid (water with dye). During collection, professional reports: sst 3.5ml tube - flows well and fast. Professional reports: sst tube 3.5ml - a little smaller volume aspirated to the gel tube, almost insignificant.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but a video was provided by the customer facility for investigation. Bd acknowledges the customer's experience regarding the indicated failure mode for draw volume with the incident lot. A review of the device history record was completed for the incident lot and based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had underfill. This was discovered during use. The following information was provided by the initial reporter: flows well and fast. A little smaller volume aspirated to the gel tube. Materials used in the test: - bd auto adapter - 25 x 8 bd needle - reference tube filled with 3.5ml (sst) with colored liquid (water with dye). During collection, professional reports: sst 3.5ml tube - flows well and fast. Professional reports: sst tube 3.5ml - a little smaller volume aspirated to the gel tube, almost insignificant.